Event description:
It was reported that the right atrial (ra) lead had loss of capture and impedance is not terribly high but if it starts to rise, it may be an early indication of a future lead problem. This ra was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.